Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge shroud came off and that insulin was leaking from the top of the cartridge. Customer's blood glucose (bg) level was 450 mg/dl. The customer administered manual injections, changed the cartridge/infusion set site, and resumed insulin delivery. Reportedly, the customer's bg level lowered after changing the cartridge.